Event description:
Pt's arm was hyperextended under drapes when the ratchet wheel that affixes to the board spun freely, allowing the board to move out of position. Upon inspection, it was noted that the two pins that secure this half of the ratchet wheel to the armboard had sheared off, creating the free movement condition of the armboard. The or staff believes that the radioluent material used on these armboards is just not sturdy enough to handle the rigorous movements of the or team. Ten of these style armboards had been purchased in '2008, and this incident occurred after only three months' use. Although no other boards exhibited this failure upon inspection, all radioluent armboards were removed from service for pt safety.